Event description:
It was reported that a spectrum infusion pump alarmed close door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. It was found that the force required to secure the door was above expected levels, resulting in the reported symptom. The door hooks and latch pins were replaced, and the device was reworked to correct this condition.